Event description:
The facility reported an infusion pump for a "unspecified issue" related to a recall issued by baxter. The event was reported to have occurred during biomed testing. No record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.